Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and atrophy under the current cuff. The aus was explanted and replaced. There were no additional patient complications reported.